Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa with the insert in question. During the surgery, when the surgeon inserted the insert, the insert didn¿t lock to the tray. The surgeon tried several times, but it didn't lock. Another insert was inserted, and the operation was completed successfully within 30 minutes delay. Unlocked inserts were discarded in the hospital. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR review revealed no deviations or nonconformance's.